Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It is unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated injection meropenem (1 gram, once a day, intraperitoneally, duration not reported) for the event. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.